Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Document review: gmk primary cemented standard femur size 5 left: code 02.07.2005l / lot 120116 (45 items produced): all parameters were found to be in accordance with specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Gmk primary cemented fixed tibial tray size 5 left: code 02.07.1250l / lot 120173 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. During the analysis of the x-rays in rand d department of medacta, it was noticed an important notching of the femoral component. On the basis of the data collected, we have no evidences that the problem is device related.